Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with long-standing persistent atrial fibrillation and developed congestive heart failure (ejection fraction, 40%) during the next 24 hours after the procedure. Additional information was received from author indicating that the adverse event was related to patient condition and unrelated to any bwi device. Author also responded that there was not damage to a body structure nor impairment of a body function of the patient. Patient was discharged with no impairment nor damage. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿ablation of rotor domains effectively modulates dynamics of human long-standing persistent atrial fibrillation.¿ the purpose of this study was to explore original phase/frequency mapping methods to locate rotors and track changes induced by their ablation. Suspected device is navistar thermocool ablation catheter, however catalog and lot number are unknown.